Event description:
It was reported that this right ventricular lead exhibited low amplitude, undersensing and high out of range pacing impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).